Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient reported after their implant they went for their next appointment and the initial programming, they went home to and their left side went numb. It lasted for 20 minutes and would happen frequently. They contacted their hcp and went to the emergency room (ER). They ended up in the intensive care unit for 10 days and went back for 2 more programming sessions while still getting the shakes. They couldn't eat anything because of the shaking. The patient wanted hcp¿s closer to their area. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the patient's numbness and ICU trip was from subdural hemorrhage. It was stated that they would monitor and evaluate the burr hole. The issue had resolved. There were no further complications reported.